Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was dislodged due to excessive arm and shoulder movements. Lead was re-positioned successfully. Patient was fine and stable after the procedure.